Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2017 - 00910.

Event description:
It is reported that the lag screw would not go through the barrel on the plate. Therefore, the plate was not use. Another plate and lag screw were used instead. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Products were returned to biomet (B)(4) ltd for evaluation and investigation details are as follows: summary of investigation: visual checks: on receiving the ¿hiploc plate¿ and ¿hiploc lag screw¿ a visual check was performed with the following observations found:- hiploc plate: various scratches and marking from handling and attempted implantation. Etching is clear. Hiploc lag screw: various scratches and marking from handling and attempted implantation. Etching is clear. Document review: the below ¿manufacturing history records¿ were reviewed. Mhr - 3918338 std brl 4-holes plate 135 deg. (B)(4) devices produced and packaged. (B)(4) items were reworked for incomplete is sheet. (B)(4) items were then accepted at the completion of manufacturing. Mhr - 2016040531 std brl lag scrw 12.5x125mm. (B)(4) devices produced and packaged. No non-conformities scrap or rework. Complaints: 13 complaints have been recorded for a similar issue. The returned hiploc plates have been confirmed as non-conforming. The internal barrel on the hiploc plate has been confirmed as undersize through dimensional checks. The hiploc lag screws in all returned product have been confirmed as conforming to pre-defined specification when manufactured, and require no further action to be taken. A supplier corrective action report, scar-(B)(4), has been raised on the manufacture to investigate their manufacturing processes in relation to the non-conformance. The risk assessment residual score has increased and will be considered by the product engine management team as part of a health hazard evaluation (B)(4).